Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue bad angle was confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, due to clogging of suction tube in universal cord, foreign objects come out of suction port, several scratches chips and dents found on the device, adhesive on bending section has white-clouded area, paint on suction-cylinder is peeled, due to clogging of suction tube in universal cord, foreign objects come out of suction port, indication and paint on scope-connector is peeled, and universal cord has a wrinkle. Furthermore, as reported in b5 foreign material was found in the nozzle and this condition is attributed due to insufficient cleaning and handling problems. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted there were no abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flushed air/water nozzle with detergent solution. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a bad angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿foreign object came out of suction channel.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.